Event description:
The customer states they received a false negative reaction with the rh typing of 1 sample. Incorrect results were reported. Treatment was not altered, initiated or stopped based upon the reported result. There was no harm to any patient.

Manufacturer narrative:
Cts requested customer repeat both samples using manual gel with the same lot of gel cards. The customer called back to report the same samples from (B)(6) 2012 were repeated using manual gel testing with the same reagents and lot numbers from the provue. Both samples were 1+ positive in the anti-d microwell, control well negative. (B)(4). Service not requested.